Event description:
**Update** 12/10/2012 #150; patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege the patient suffered severe pain and elevated metal levels. Patient is scheduled for revision in (B)(6) 2012.

Manufacturer narrative:
Depuy considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Update 11 feb 2015 - der rcvd. Added dor, patient height and weight, sales rep and surgeon information, stem and sleeve products. Stem remained in situ.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Update rec'd 4/29/2015 - medical records received from legal. Upon revision, murky fluid consistent with metallosis and extensive bone loss were noted. The information received does not change the MDR decision.